Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead. Product ID: 977a260, serial# (B)(4), im planted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient has a feeling like fluid was seeping out of her back which started about 2 months or maybe more weeks ago. The fluid was not actually coming out of her back, it just felt like that. Sometimes the patient felt this at the ins site but most of the time it starts on her left side (opposite of ins). It felt like the ins was sticking out and felt closer to the skin. The patient did not know when this started because she was not sure if it has moved or not. The device covers pain in the hips and legs but does not cover pain in the bottom of her back. This has always been the case since the patient was first implanted in 2009. It was suggested that the patient could try a morphine pump but the patient declined. The patient¿s managing health care provider (hcp) said that they would just have to manage the lower back pain in other ways like medications. The patient did speak with a nurse at her doctor¿s office regarding her symptoms but was going to call the hcp¿s office back again. The patient later reported on (B)(6) 2014 that she was told she could have an MRI when the device was implanted. Something happened to her shoulder and the radiologist wanted the patient to make an appointment for an MRI but according to this ¿mdt thing¿ she could have an MRI and cannot do a closed MRI. The patient went to have an open MRI and it could not be done because of what¿s in the patient¿s back. It was clarified that the MRI could not be done due to the ins and the patient wants the device out. The ins was useless in helping the patient¿s pain and keeps her from having an MRI. When the patient was at the doctor¿s office last week, (B)(6) 2014, she felt a funny feeling like something was seeping out. The leads looked okay, everything looked good, even though she felt that gush of fluid water. The patient went to see her doctor on (B)(6) 2014 but was not able to see the doctor directly. At the appointment last week the company representative put his machine over the patient¿s device and could feel the stimulation but it was only in hips and legs, did not go down to the l4 and l5. The patient¿s doctor told her was not able to have any more procedures and she made up her mind to have the device removed because of what happened today. The radiology clinic told the patient she could not have the MRI because it had to be closed and she is claustrophobic. The clinic offered to sedate the patient but she could not do it. The patient has to do an open MRI. When the pain pump option was discussed to the patient, she stated that she is allergic to morphine. The patient had an unrelated device procedure done and was on morphine, she was talking out of her head and saw dead people. It was clarified that it was the side effects of the medication, not an allergic reaction, and that was why she was not going to have a pump implanted. Additional information has been requested.